Manufacturer narrative:
The lot number for the two reported malfunctions were provided, therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation/inspection; however medical records were provided and reviewed for both malfunctions. Therefore, the investigation for the two reported malfunctions were confirmed for alleged perforation of the inferior vena cava (ivc), filter tilt and filter limb detachment. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly perforated, tilted and struts detached. The information was received from various source. Both the malfunctions were involved patients with no reported consequences. Of the two reported malfunctions, one male and female patient ages were ranged from 49 to 57 years old. Weight of one patient is (B)(6) pounds; however, remaining patient weight was not provided.